Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (date not reported) due to poor sound quality. The implanted device remains. Explantation is planned, however; has yet to occur as of the date of this report, november 3rd, 2015.